Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent struts on distal rows 1 and 2 were lifted from their crimp positions. The undamaged proximal section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. No issues were noted with the balloon. A visual and tactile examination found no kinks or damages along the mid-shaft, inner or outer polymer extrusion shaft; however, multiple hypotube kinks were noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 4.00 x 28 mm, concentric target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc guide wire and 7fr guide catheter crossed the lesion, pre-dilatation was performed using a 2.0 x 10 mm non-bsc balloon catheter and a 3 x 15 mm maverick balloon catheter resulting to 75% residual stenosis. A 4.00 x 32 mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The lesion was dilated again and the device was advanced with a buddy wire support but still failed to cross the lesion. The procedure was completed with a 4.0 x 28 mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.